Event description:
Healthcare professional reported left side "deflated implant". The device has been explanted.

Manufacturer narrative:
Device evaluation: the device is analyzed through visual inspection, microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening assessed as cracked valve seat diaphragm valve and delamination diaphragm valve assessed as adhesive failure . No further actions are required as it is not related to the manufacturing process. Additional observations noted during device analysis were crease fold and wear abrasion. None of these are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: deflated implant.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later, healthcare professional reported "deflated implant". This record is for the left side. Device was explanted and replaced and will be returned.